Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The mother reported via phone call that the insulin pump was damaged. The mother stated there was a chip in the insulin pump's casing and the reservoir could not properly lock in. The mother also reported a scratch on the insulin pump's screen. Customer's blood glucose was 17 mmol/l. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, prime, excessive no delivery and occlusion tests. However, the insulin pump was received with cracked battery tube threads, broken reservoir tube lip, minor scratched lcd window, cracked case at the display window corner, broken belt clip slot and missing the end cap sticker.